Manufacturer narrative:
Disconnected wire on power filter.

Event description:
It was reported by svc report that the nurse call is not working. No pt involvement or adverse consequences are reported.